Manufacturer narrative:
The following sections have been updated: b4: date of this report, b5: event description, g3: date received by manufacturer, g6: checked "follow-up", h2: checked follow-up type, h10: added manufacturer narrative.

Event description:
It was reported that during implant insertion, clinician did not penetrate the nerve and/or nerve canal. The implant was not placed too close to the nerve canal. Additional information provided on description of the neurological problems. Patient stated she started to experience headaches, loss of balance, affected vision, hot/warm feelings that emanate from her neck/ear on right side.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. E1: reporter last name unknown / not provided. It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implants at tooth site #3 and #4 were removed due to neurological problems.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
It was reported that the implants at sites three (3) & four (4) were removed. The patient reported that shortly after having the implants placed, they experienced neurological problems and requested the implants be removed. The patient was a smoker. The patient was grafted. Patients bone density was unknown. The event date was 08-mar-2021. Additional information was obtained via email on 17-apr-2024. It was reported that there wasn¿t nerve or nerve canal damage. In addition, the implant wasn¿t placed near the nerve canal. The clinician explained that the patient experienced headaches, loss of balance, affected vision, hot/warm feelings that emanate from her neck/ear on right side. Zimvie received one (1) xiitp4310, (osseotite tapered certain prevail implant 4/3 x 10mm) for evaluation. Visual evaluation was performed, the implant had signs of use, with bone / tissue attached to external threads. No damage identified or signs of malfunction that would have contributed to the event. Measurements match drawing. No allegations against the abutment returned, and no malfunction was identified. DHR review was completed for the subject lot number 2021060913. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2021060913 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00053-haz, the most likely root cause determined from the investigation was inadequate treatment planning and patient condition. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable with all the available information provided. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report d9: device availability g3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes h10: added manufacturer narr.ative.